Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that a xience v stent was implanted in a mildly tortuous, 90% stenosed, denovo, eccentric lesion in the proximal left anterior descending artery. After implanted, it was noted that the xience v stent's distal side was found to be insufficiently expanded. A 3.25 x 15 voyager nc balloon catheter was used for post-dilatation; however, a balloon rupture occurred during the third inflation at 14 atmosphere. There were no reported adverse pt effects. No additional info was provided.